Event description:
After inserting an intraocular lens into the pt's eye, it was noticed that the haptic was no longer attached to the lens but remained in the sofport delivery system. The delivery system broke, and the posterior capsule came forward resulting in vitreous loss. The doctor enlarged the incision to remove and replace the lens.